Event description:
As reported by the user facility (translation of user facility info by bbm sales organization in (B)(6)): fast flow: the infusion of the therapy finished after 17 hours instead of 24 fixed. The implant was implanted on (B)(6). On (B)(6), the pt went to the hospital because noticed the fast infusion. The staff confirmed the fast infusion and the correct position of the huber needle and the correct connection to the pump.

Manufacturer narrative:
(B)(4). The device is currently on shipping from (B)(6) to b. Braun (B)(4) for investigation. A f/u report will be provided after the inspection results are available.